Manufacturer narrative:
One (1) picture related with the customer complaint # (B)(4) was received for analysis. It was visually inspected and was detected that the component of the picture corresponding to the p/n mp-0514 and that component is not used on the catalog number 780-23. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedures for catalog# 780-23 were reviewed and no findings that an potentially relate to the reported issue were found. A device history record (DHR) could not be conducted since the lot number was not provided. The customer complaint was not confirmed based on the picture received because it was detected that the component of the picture corresponding to the p/n mp-0514 and that component is not used on the catalog number 780-23.

Event description:
The complaint was reported as: the customer reports that there was a crack on a cap on the pressure monitoring line. No report of a patient injury.